Event description:
On (B)(6) 2013 it was reported that the vns patient was scheduled for a full revision surgery. The patient was concerned about her lead because she can feel it. The patient underwent revision surgery on (B)(6) 2013 and it was stated that only the generator was replaced. Pre-operative diagnostics on the old generator showed output=ok/lead impedance=ok/dcdc=2/eri=no. The patient was reprogrammed back to her previous settings of output=1.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.1ma/magnet output=1.75ma/magnet on time=60sec/magnet pulse width=250usec. The explanted generator was discarded by the hospital and therefore will not be returned for product analysis. Clinic notes dated (B)(6) 2012 were previously received indicating that the patient has a recurrent headache in the left neck/head and thinks it is due to the lead. The vns was checked during this visit and was noted to be ¿in good order¿. The clinic notes mention that the vns lead is tender in the neck.